Manufacturer narrative:
(B)(4): the instrument was returned for evaluation. The angle and location of tip plastic deformation and breakage of the tip suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument, potentially resulting in overload of the outside corners of the instrument, and contributing to the foregoing deformation and breakage. Microscopic examination is not possible due to fracture surface damge. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the bender broke while contouring the rod during a spinal surgery. No pt complications were reported.